Event description:
It was reported that out of the box the irc5po2v concentrator would work for about a half an hour, then the yellow light would come on and alarm. After 50 minutes the yellow light changed to red. When the dealer checked, it was dropping from 79% to 73%.